Event description:
It was initially reported in clinic notes that the patient had "back-to-back" seizures and was taken to the emergency room. After evaluation in the emergency room that patient was admitted into the hospital. It is unclear if the back-to-back seizures were actually an increase in seizures, unknown if above or below baseline, or part of the patient's seizure pattern. Diagnostics were run and they were within normal limits and the patient was not at end of service. Good faith attempts for more information have been unsuccessful to date.